Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the distal end of the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus element plus,mr,ous 4.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with mid-section struts stretched proximally over the proximal marker band. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the distal end of the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.